Manufacturer narrative:
No device will be returned per customer. The customer declined to return the device for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported a communication error with a channel disconnect. The pump was unable to produce power during patient use with information that suggests a relationship to an iui issue with corrosion, contamination, damage to pins or housing, etc. There was no report of patient harm.

Event description:
The customer reported a communication error alarming for a channel disconnect with two devices. The patient was unable to receive medication during that time. The pump was unable to produce power during patient use with information that suggests a relationship to an iui issue with corrosion, contamination, damage to pins or housing, etc. There was no patient harm.

Manufacturer narrative:
No device will be returned per customer. The customer declined to return the device for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported a communication error with a channel disconnect. The pump was unable to produce power during patient use with information that suggests a relationship to an iui issue with corrosion, contamination, damage to pins or housing, etc. There was no report of patient harm.

Event description:
The customer reported a communication error with a channel disconnect. The pump was unable to produce power during patient use with information that suggests a relationship to an iui issue with corrosion, contamination, damage to pins or housing, etc. There was no report of patient harm.

Event description:
The customer reported a communication error with a channel disconnect. The pump was unable to produce power during patient use with information that suggests a relationship to an iui issue with corrosion, contamination, damage to pins or housing, etc. There was no report of patient harm.